Event description:
Philips has refused to send me a replacement CPAP machine despite having been provided with all necessary information and acknowledging that my CPAP machine requires replacement. I have called many times and they simply say it is in process. They told me on (B)(6) 2022 that my device was "in shipment status". On (B)(6) 2023 they told me that they had not verified my prescription with my doctor. My doctor's office informs me that they have not received any communication from philips on my matter.